Manufacturer narrative:
UDI: gtin is unavailable as the product was made prior to compliance date; (B)(4). Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was heating up and the attachments were wobbling on the handpiece. It was reported that it could not be confirmed if there was movement with the attachment once it was secured into the handpiece. There was no issue reported with the attachment device. It was reported there was an unknown time delay to retrieve a spare device in order to complete the procedure successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hand control failed, the connector body was loose, and the device reflected heat with a reading of 118.1 degrees fahrenheit which was greater than the manufacturer's specification (118.1 degrees fahrenheit: specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further determined that the unit reflected noise with a reading of 78 decibels which is greater than the manufacturer's specification (78 decibels: specified reading is sound level must not exceed 76 decibels). It was further determined that the flex potting was cracked and the bearings were worn out with corrosion on them. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate